Event description:
It was reported that the health care professional (hcp) called to review the left ventricular (lv) lead. Technical services (ts) confirmed that the lead had high out of range impedances. This lead remains in services. No adverse patient effects were reported.